Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 242.4030. Technical support: ensure that the motor connector is securely connected. Replace the ail assembly (the motor encoder is part of this assembly). Replace the motor controller board. Replace the logic board. Return to factory for repair. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/25/2008 to the present date 12/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 242.4030. Technical support: ensure that the motor connector is securely connected. Replace the ail assembly (the motor encoder is part of this assembly). Replace the motor controller board. Replace the logic board. Return to factory for repair. The customer reported problem was confirmed.

Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.